Manufacturer narrative:
Cracked footboard from impact damage.

Event description:
It was reported by service report that there is a crack with a reported sharp edge on the front of the footboard. No pt involvement or adverse consequences are reported.